Event description:
The plaintiff's attorney alleged that the plaintiff experienced peritonitis with possible system air leakage on an unknown date after the use of the product.

Manufacturer narrative:
This event (peritonitis) is for the same patient involving three separate products. This is report 3 of 4 overall system level reports involved.